Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2005.

Event description:
It was reported that thresholds on the patient's right atrial (ra) lead had been rising for an extended period of time and eventually no longer captured at maximum output. The ra lead was capped and replaced. It was also reported that due to the high ra lead thresholds the cardiac resynchronization therapy defibrillator (crt-d) reached recommended replacement time (rrt) earlier than expected. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.